Event description:
It was reported that during the implant it was difficult to insert the lead into the header which was confirmed by abnormal lead measurements. No adverse patient effects were reported. The lead was not used. Should the lead be returned this investigation will be updated.